Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a procedure, metal flakes were shed when trying to resect an osteophyte (bone spur). It is unknown whether there was a back-up device available to complete the intended procedure. Even though it remains unknown if the flakes were removed from the patient, it was stated that neither patient injuries/complications nor delay surgical time happened in this case.

Manufacturer narrative:
One 7205727 helicut blade returned. These are sold in a 6 pack box. This lot was manufactured in 2014 in (B)(4). As of (B)(4) 2016, the manufacturing of these devices was transferred from (B)(4) to smith and nephew (B)(4). Not intended to be sold individually. There was no shedding observed upon receipt. There was no shedding observed after testing. Please note: shedding has been found to be consistent with wear bands created from inadvertent excess side loading pressure being applied to the device. No root cause related to the manufacture of the device was confirmed.